Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The product information is not known, and the devices will not be returned for analysis.

Event description:
It was reported that during a procedure about 2 years ago, a surgeon "drilled through a facial nerve and the nim did not register any change (emg)." This occurred at either (B)(6). The exact date, event details, patient outcome, etc., are not available. The reporter/complainant treated the affected patient at some point, but was not involved with the initial surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.